Event description:
Customer reported a recurring malfunction with their pump, identified by malf 12, which happened at least three times and required no prior incident before its occurrence. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reset pump while on hold, and technical support opted to send a replacement pump with updated software, advising the customer on proper procedures for use and returning the faulty pump. The customer will continue to use current pump for insulin therapy.